Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the inserter identified the tip had fractured. There is impact damage to the shaft indicating the use of the product. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: item# 11-304014 arcos 14x175mm brch body hi lot#483450. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during revision procedure physician began impacting the arcos stem with monoblock inserter. Inserter was threaded into the shoulder of the stem and impaction began. After a couple blows with mallet the inserter separated from the stem. It was found that the tip of the inserter broke off in the female threaded hole in shoulder of stem. Stem was discarded due to this piece of metal stuck in it. Attempts have been made to obtain additional information; however, none is available.